Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 18650670. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing loss of stimulation. Fluoro images were obtained and showed leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.